Event description:
The patient contacted animas on (B)(6) 2012 and reported the ok keypad button was intermittently unresponsive and the down arrow button would scroll. The patient denied damage to the keypad or moisture exposure. The patient reportedly wore the pump in a pouch attached to a belt and cleaned it with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the entire keypad was unresponsive due to scrolling. The display screen was noted to scroll without user intervention when the pump powered on to the verify screen. The keypad cover was removed for investigation and revealed evidence of contamination under the contacts of the down arrow and contrast buttons. The down arrow button contact was noted to be misaligned. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.